Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: endometrium'), fallopian tube perforation ('fallopian tube perforation'), device expulsion ('malposition of essure device location of device: fundus of the uterus'), menorrhagia ('abnormal bleeding ( menorrhagia)/ bleeding menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal),'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2004, (B)(6) 2005), multi gravida ((B)(6) 2004, (B)(6) 2005) and candidiasis. Concurrent conditions included menstrual disorder, menses irregular, acute vulvitis, vulvovaginitis, pap smear abnormal, amenorrhea, asc-us, endometriosis, endometriotic cyst, abortion and endometrial ablation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2018, ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (sprintec) (B)(6) 2015 to (B)(6) 2015 and fluconazole (diflucan). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/ pain: pelvic/abdominal, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure? Yes"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury related to essure? Yes") and abdominal pain ("abdomen left and right quadrant,/ pain: pelvic/abdominal, chronic"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 6 months after insertion of essure (ess205). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, depression, anxiety and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy of essure confirmation test(s) conducted, specify: no previously pregnancy (termination) was captured. The plantiff received treatment for pelvic pain, abdominal pain, dysmennorhea, menorrhagia, genital haemorrhage, migration, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event fallopian tube perforation added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: endometrium'), fallopian tube perforation ('fallopian tube perforation'), device expulsion ('malposition of essure device location of device: fundus of the uterus'), heavy menstrual bleeding ('abnormal bleeding ( menorrhagia)/ bleeding menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal),'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2004, (B)(6) 2005), multi gravida ((B)(6) 2004, (B)(6) 2005) and candidiasis. Concurrent conditions included menstrual disorder, menses irregular, acute vulvitis, vulvovaginitis, pap smear abnormal, amenorrhea, asc-us, endometriosis, endometriotic cyst, abortion and endometrial ablation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2018, ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (sprintec) (B)(6) 2015 to (B)(6) 2015 and fluconazole (diflucan). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/ pain: pelvic/abdominal, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure? Yes"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury related to essure? Yes") and abdominal pain ("abdomen left and right quadrant,/ pain: pelvic/abdominal, chronic"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 6 months after insertion of essure (ess205). In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, depression, anxiety and vaginal infection outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy of essure confirmation test(s) conducted, specify: no previously pregnancy (termination) was captured. The plantiff received treatment for pelvic pain, abdominal pain, dysmennorhea, menorrhagia, genital haemorrhage, migration, uterine perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2021: medical record received. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: endometrium'), device expulsion ('malposition of essure device location of device: fundus of the uterus'), menorrhagia ('abnormal bleeding ( menorrhagia)/ bleeding menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal),'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2004, (B)(6) 2005), multi gravida ((B)(6) 2004, (B)(6) 2005) and candidiasis. Concurrent conditions included menstrual disorder, menses irregular, acute vulvitis, vulvovaginitis, pap smear abnormal, amenorrhea, asc-us, endometriosis, endometriotic cyst, abortion and endometrial ablation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2018, ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (sprintec) (B)(6) 2015to (B)(6) 2015 and fluconazole (diflucan). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/ pain: pelvic/abdominal, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure? Yes"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury related to essure? Yes") and abdominal pain ("abdomen left and right quadrant,/ pain: pelvic/abdominal, chronic"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 6 months after insertion of essure (ess205). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, pregnancy with contraceptive device, depression, anxiety and vaginal infection outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy of essure confirmation test(s) conducted, specify: no previously pregnancy (termination) was captured. The plantiff received treatment for pelvic pain, abdominal pain, dysmennorhea, menorrhagia, genital haemorrhage, migration, uterine perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Events: vaginal infection were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: endometrium'), device expulsion ('malposition of essure device location of device: fundus of the uterus'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2004, (B)(6) 2005), multi gravida (B)(6) 2004, (B)(6) 2005) and candidiasis. Concurrent conditions included menstrual disorder, menses irregular, acute vulvitis, vulvovaginitis, pap smear abnormal, amenorrhea, asc-us, endometriosis, endometriotic cyst, abortion and endometrial ablation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2018, ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (sprintec)(B)(6) 2015 to (B)(6) 2015 and fluconazole (diflucan). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/ pain: pelvic/abdominal, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure? Yes"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury related to essure? Yes") and abdominal pain ("abdomen left and right quadrant,/ pain: pelvic/abdominal, chronic"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 6 months after insertion of essure (ess205). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding ( menorrhagia)/ bleeding menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy of essure confirmation test(s) conducted, specify: no. Previously pregnancy (termination) was captured. The plantiff received treatment for pelvic pain, abdominal pain, dysmennorhea, menorrhagia, genital haemorrhage, migration, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received : event added- genital haemorrhage. Outcome of events ¿genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmennorhea¿ updated to ¿recovered / resolved¿. Reporter information and insertion date updated. After internal review, previously reported events perforation (uterus) and migration of essure device location of device: endometrium were merged. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device expulsion ('malposition of essure device location of device: fundus of the uterus'), embedded device ('migration of essure device location of device: endometrium') and pregnancy with contraceptive device ('pregnancy (termination)') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2004, (B)(6) 2005), multi gravida ((B)(6) 2004, (B)(6) 2005) and candidiasis. Concurrent conditions included menstrual disorder nos, menses irregular, acute vulvitis, vulvovaginitis, pap smear abnormal, amenorrhea, asc-us, endometriosis, endometriotic cyst, abortion and endometrial ablation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2018, ethinylestradiol; norgestimate (mononessa), ethinylestradiol; norgestimate (sprintec) (B)(6) 2015 to (B)(6) 2015 and fluconazole (diflucan). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and abdominal pain ("abdomen left and right quadrant,"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On 14-dec-2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, embedded device, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy of essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:vaginal bleeding, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs&mr received reporter information was added. Case become incident by new event added perforation uterus,partial expulsion of device, embedded device, device infective, pregnancy (termination),pelvic pain female, vaginal hemorrhage, menorrhagia, depression, metal anguish , dysmenorrhea (cramping), abdominal pain, device monitoring procedure not performed. Severity added pelvic pain, abdominal pain. Concomitant drugs and medical history was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.